Event description:
On (B)(6) 2010, this pt underwent treatment of a thoracic aortic aneurysm with two gore tag thoracic endoprostheses. On (B)(6) 2011, following-up imaging identified a type iii endoleak due to malposition of the devices. The cause of the malposition is unk. On (B)(6) 2011, an intervention was performed to treat the type iii endoleak. Add'l angioplasty was performed, and final angiography showed resolution of the endoleak. No add'l devices were implanted, the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l device implanted and involved in this event: (B)(4).